Event description:
The patient was having trouble getting his boluses. It was confirmed by x-ray that the pump had flipped. The patient went in for a pocket revision, and it was discovered the patient had an infection in the pocket. The pump was entirely removed. The patient was healing and is currently waiting for the infection to resolve, so he can have a new pump implanted.

Manufacturer narrative:
(B) (4)